Manufacturer narrative:
Additional information was requested but is not yet available.

Event description:
It was reported the patient experienced inappropriate high voltage shock/therapy due to trigeminal rhythm. Further information was requested but is not yet available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During follow-up, the patient experienced inappropriate high voltage shock/therapy due to trigeminal rhythm due to premature ventricular contractions resulting in discomfort. The event was resolved by reprogramming the device. The patient was in stable condition.